Event description:
It was reported to boston scientific corporation that during preparation for a prolapse repair procedure using a pinnacle anterior/apical pelvic floor repair kit, as the physician was loading the first leg assembly into the capio device, the needle, along with a small bit of suture, detached outside the patient. The physician completed the procedure with another pinnacle anterior/apical pelvic floor repair kit with no complications to the patient, who was reportedly fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4) for suture detachment. (B)(6).